Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The customer care advocate (cca) contacted the patient on (B)(4) and obtained the following information. The patient alleged that the product issue began 2 weeks prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 180mg/dl on the subject meter and 110mg/dl on another verioiq meter, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied developing any symptoms however reported visiting their doctor in response to the alleged issue. The patient stated that the doctor did not administer any treatment during the appointment. The patient reported that their doctor advised them to increase their daily prescription of insulin to 38 unites of rapid insulin in the morning and evening. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not receive any treatment for an acute complication of diabetes. The reported change in insulin was a change to the patient's daily prescription. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.